Event description:
Report of patient with sore throat following use of lma. Patient was treated with steriods and admitted to ICU for overnight observation. Patient was discharged to home the following day and the event has resolved. Site also reported incident of sore throat in a second patient. Unknown whether second patient required treatment but site did report that event has resolved.